Event description:
It was reported that after the procedure, the patient had a 0.5'' burn at the lower right quadrant of the abdomen next to the patient's drain. The patient was transferred to the pacu (post-anesthesia care unit) and the surgical fellow observe the burn that was cause by passing the bovie pencil between surgeons and it scaped the patient in the process. A dressing/bandage and a topical antibiotic ointment be placed to treat it. There were no devices or generators switched out as burn was noted when the procedure was complete. The unit also got error code e214.

Manufacturer narrative:
Additional information: b5, h6 (fdd-a12, fdr-c02). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the lamination on the touchscreen was peeling off. The monopolar 2 receptacle had a broken pin. The generator had error code 214 due to faulty rf pcba. The issue was resolved by replacing the rf pcba, the display assembly and the monopolar 2 receptacle. It was reported that the unit displayed error code e214. The reported issue was confirmed. The most likely cause was traced to a component failure. It was also reported that the patient sustained a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the lamination on the touchscreen was peeling off and the monopolar 2 receptacle had broken pins. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient burn due to surgeon and not equipment malfunction as shown in the attached equipment repair tag. The unit also got error code e214.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.